Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a hepatectomy procedure, there was massive bleeding from the vena cava and liver due to vascular stapler failure. The patient required massive transfusion of blood products. A request for additional information has been sent to the reporter and if received, a supplemental will be submitted.

Manufacturer narrative:
Manufacture reference number: (B)(4). Additional information: (B)(4). Surgical time was extended by more than 30 minutes and resulted in an extension of hospital stay, blood transfusion was required due to 2000cc of blood loss. The knife advanced but no staples deployed. Correction to previously submitted reports regarding a manually created gap in the sequence number of follow up supplemental reports. If information is provided in the future, a supplemental report will be issued.

Event description:
To fix the condition, the area was sutured over.

Manufacturer narrative:
Manufacture reference number: (B)(4). Surgical time was extended by more than 30 minutes and resulted in an extension of hospital stay, blood transfusion was required due to >2000cc of blood loss. The knife advanced but no staples deployed.

Event description:
To fix the condition, the area was sutured over.

Manufacturer narrative:
Manufacture reference number: (B)(4). Evaluation summary pending investigation conclusion.

Manufacturer narrative:
Manufacture reference number: (B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one handle and one reload. No visual abnormalities were observed with the instrument. Visual inspection of the cartridge revealed that the reload was fully fired. Formed staples were present on the cartridge surface. For functional testing, the instrument was successfully loaded with post market vigilance representative reloads. The instrument successfully, clamped, cycled fully, opened and unloaded repeatedly without difficulty. Engineering investigation confirmed the presence of formed staples on the cartridge and noted staple strikes in the anvil buckets, indicating successful deployment of staples. The returned product as received by medtronic was found to meet specifications and the reported condition was not confirmed. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.